Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9kpeg02b using a blood sample, which gave as satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.the model # was not provided.

Event description:
The customer from greece called on behalf of their son to report that they obtained a blood glucose reading of 201 mg/dl at 7:06 a.m. On the contour next one meter. The customer's mother adjusted his insulin based on this reading. At 8:22 a.m., the customer was feeling unwell so a repeat testing was performed and a reading of 107 mg/dl was obtained. At 8:40 a.m., the customer underwent a hypoglycemic shock and felt as if he was going to pass out. Therefore, repeat testing were performed and readings of 94 mg/dl at 8:42 a.m., 98 mg/dl at 8:43 a.m. And 389 mg/dl at 8:46 a.m. Were obtained. The repeat testing was also performed with an alternate meter at 8:46 a.m. And a reading of 107 mg/dl was obtained. The customer was given glucagon injection in order for him to recover from the hypoglycemic shock. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. The customer discarded the test strips. Since the strip information was not provided, this report will be submitted under the meter information.